Event description:
Situation: after pvi was performed with ¿pulse select¿ (medtronic), there was something caught when withdrawing the catheter from the left atrium, and the pulse select got stuck and could not be removed. Before the start of the procedure, a structure resembling tendinous cords was observed from the septum to the posterior wall on the sound star eco catheter and CT images. Timing: after the end of the pvi. How to complete the procedure: the anatomical structure was identified with the sound star eco catheter, and the ablation of tendinous cords with the qdot micro catheter were performed, but the issue did not improve. Since the success of the pvi was confirmed, the patient was transferred to the operating room. Subsequently, a report was received from the operating room that the pulse select removal was successful. Description of health problems (other): the pulse select could not be removed from the left atrium. Physician assessment of the health hazard: non-serious (moderate/minor). Extended hospitalization: no. The physician's opinions on the relationship between the event and the product (comments): no relationship with the product. Were any abnormalities observed prior to use of the product? None. Were any abnormalities observed during use of the product? None. Ngen software version is ver:2.0.27.61. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".